Event description:
After retraction and introduction of decorticator #3 surgeon realized the cutting element had broken from decorticator #2. He believes instrument curled and he continued deployment and rotation causing the malfunction.